Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced tape not sticking issue, due to the infusion set was caught on a cabinet handle event on (B)(6) 2026. No further information available.